Event description:
Iabp showed a full battery level on the display screen. Within 10 mins of the iabp being unplugged, the battery completely depleted shutting down unit. FDA safety report ID# (B)(4).